Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, four resolute onyx drug-eluting stents were implanted in the rca. Approximately 18 months post procedure, patient suffered ischemic cerebral vascular accident. Event is related to neurological event of stroke. Patient recovered with sequelae. Investigator and sponsor assessed event is not related to device or anti platelet medication.

Manufacturer narrative:
Correction: patient age provided. If information is provided in the future, a supplemental report will be issued.